Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia with blood glucose level of 400 mg/dl. Customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose level. Customer was treated with manual injection or bolus. Customer experienced symptoms such as thirsty related to high blood glucose level. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose level. Based on customer report customer does not allege insulin pump was under delivering. Customer stated that insulin pump passed high performance test. Customer stated that retainer ring was broken or missing which helped to lock the insulin cartridge into place in the insulin pump's reservoir compartment. Customer stated that during self test insulin pump had hardware low level failure. Customer stated that insulin pump passed displacement test. The insulin pump will not be returned for analysis.